Manufacturer narrative:
E1: patient city: (B)(4). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4) event occurred in netherlands. On 20-june-2024, patient complained about infusion set fell off due to tape not sticking. No further information available.